Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur, advised caller to continue using pump, and instructed caller to call back if malfunction happened again, which caller acknowledged and understood.